Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation as the medical surveillance specialist was unsuccessful in attempting to contact the patient with follow-up questions. The patient claimed that the meter started to read inaccurately on (B)(6) 2015, when he obtained alleged inaccurately high blood glucose results of ¿over 300 and 400 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He claimed that ¿2 months¿ after the start of the alleged issue, he developed symptoms of ¿sweating [and] hand shaking.¿ it is not known whether the patient associated these symptoms with a high or low diabetes excursion. He reported that at 7:00 am on an unknown date he self-administered 55 units of an unspecified insulin. He denied using any other device to test his blood glucose levels. During troubleshooting, the cca established that patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. The patient did not have control solution with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained inaccurate high results with the subject meter, he administered medication based on the results and he reportedly developed symptoms suggestive of an acute diabetes excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.